Manufacturer narrative:
No patient information provided as no patient was involved in this concern. The suspect clamp was returned to the manufacturer for evaluation. Visual inspection found that the retainer ring was removed from the adjustment screw. This results in the clamp being able to tighten but not open. The hardware investigation found that the reported event was related to a hardware issue. This issue was documented in a medtronic navigation hardware anomaly tracking database.

Event description:
A medtronic representative reported that, while outside of the procedure, a washer was missing from the spine clamp and the clamp could not be tightened. No additional information was provided. There was no patient present when this issue was identified.